Manufacturer narrative:
Additional information was received that the lesion treated during the revascularization was the distal left internal carotid artery for in-stent restenosis. There was 60% stenosis that was treated with balloon angioplasty. The outcome for the patient was good following the revascularization procedure. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Concomitant medications: heparin was administered during the procedure. Clopidogrel was administered pre-procedure, during the procedure, post-procedure and at discharge. Aspirin was administered pre-procedure, post-procedure and at discharge. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Approximately seven months after placement of a stent in the distal left internal carotid artery, the patient returned for revascularization angioplasty of a 60% in-stent restenosis. There was no reported patient injury. During the index procedure, pta was performed on a 70% occluded lesion in the distal left internal carotid artery of 18mm in length in a 4.73mm vessel diameter. The lesion was eccentric and mildly calcified. The lesion was pre-dilated and a 5x20mm precise pro rx stent was deployed at the target site. The residual diameter stenosis measured 5%. There were no documented dissection or presence or air bubbles. The patient was neurologically intact upon leaving the angio suite. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15068803 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Event description:
As reported by the (B)(4) registry, approximately seven months post pta in the distal left internal carotid artery, the patient had carotid revascularization of an unspecified lesion in the left internal carotid artery. During the index procedure, pta was performed on a 70% occluded lesion in the distal left internal carotid artery of 18mm in length in a 4.73mm vessel diameter. The lesion was eccentric and mildly calcified. The lesion was pre-dilated and a 5x20mm precise pro rx stent was deployed at the target site. The residual diameter stenosis measured 5%. There were no documented dissection or presence or air bubbles. The patient was neurologically intact upon leaving the angio suite.